Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of a mildly calcified right common femoral artery using a proglide after a using a 7f sheath. Reportedly, the foot plate did not retract even when the lever was opened and closed multiple times. The handle of the device was intentionally broken in an attempt to control the foot manually. Resistance was met when attempting to remove the device and the guide of the device separated. Surgery was performed to remove the device and hemostasis was achieved via surgical suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported guide separation was confirmed. The reported device entrapment and mechanical jam with the foot could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.